Event description:
On (B)(6) 2007, the patient began peritoneal dialysis (pd) treatment. In 2010, a break in aseptic technique occurred. On (B)(6) 2010, the patient was diagnosed and hospitalized for bacterial peritonitis. A peritoneal effluent culture was performed, which revealed (B)(6). The treatment was not reported. It was not reported whether pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in (B)(6) 2010, the bacterial peritonitis resolved. Concomitant medications were not reported. The reporting nurse stated that the peritonitis was unrelated to the pd therapy. The reporting nurse did not provide a causality statement for the event of break in aseptic technique.

Event description:
Caller reported blood glucose results of 468 mg/dl and 444 mg/dl mg/dl on advantage system 1, 138 mg/dl and 149 on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)